Event description:
It was reported that prior to starting a da vinci surgical procedure, a frayed wire was identified on a fenestrated bipolar forceps instrument. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch down cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. Failure analysis investigation also found the following unreported damages: the distal end of the main tube had various scratch marks with light material removal. The scratches were .046 x .239 in length and not aligned with the tube axis. The electrical continuity test was performed and passed. The distal pulley had two deep scratches. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.